Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case; however, no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 device indicating touchscreen issues. There was no patient involvement at the time the issue was discovered. The customer attempted to calibrate the touchscreen but was unsuccessful in resolving the issue. The remote service engineer (rse) then provided the customer with the part number for a touchscreen to order and replace.